Event description:
It was reported that three weeks post filter implant, the pt presented to the ER with symptoms of renal failure. Reportedly, a CT was performed and allegedly the filter had migrated from the infrarenal location (mid l2) to t11, was tilted 90 degrees, and the vena cava and renals were occluded with clot. It was reported that the diameter of the vena cava prior to implant was 26mm. The pt was transferred to another facility where the vena cava was declotted. The physician did not attempt filter retrieval. The pt was discharged three weeks later and is doing well.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore, not available for eval. The event investigation is underway.